Manufacturer narrative:
Siemens completed the technical investigation of the reported event. Since a root cause of the software freeze could not be determined with the available logfiles, the siemens service engineer enabled trace files for additional logging at this system. The siemens local service engineer was not able to reproduce the error until 2/9/2021. Based on the available data, no general design issue was identified. If the complaint issue reoccurs with this system, a new complaint investigation will be opened.

Manufacturer narrative:
Siemens has initiated a technical investigation of the reported event. The root cause has not yet been identified. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported to siemens that during an interventional procedure of an (B)(6) year- old female child (biopsy procedure), the software froze and did not respond. After the scanner was restarted successfully, the procedure was finished by scanning one additional topogram (low dose overview image), and three low dose spiral scans. No other injury has been reported to us, except the x-ray dose from the additional CT scans. This report has been filed with an abundance of caution. The reported event occurred in (B)(6).